Manufacturer narrative:
(B)(4). Article citation: anuja k. Antony m.d. M.p.h m.b.a, jennifer poirier ph.d., andrea madrigrano m.d., katherine a. Kpokash m.d., emilie robinson md. Evolution of the surgical technique for "breast in a day" direct-to-implant breast reconstruction: transitioning from dual-plane to prepectoral implant placement. Plastic and reconstructive surgery journal volume 143, number 6, 2019 p. 1547-1555. The reported events of delayed healing, capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis, delayed healing, exposure and capsular contracture, baker grade unknown. These are a known potential adverse events addressed in the product labeling. [(B)(4)].

Event description:
Through journal article "evolution of the surgical technique for "breast in a day" direct-to-implant breast reconstruction: transitioning from dual-plane to prepectoral implant placement." The following was reported: capsular contracture, infection, hematoma, pain, mastectomy flap necrosis, delayed healing and exposure. Device status unknown.